Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: during the investigation, there was no defect found with the returned product. A leak test was performed and passed. There was no evidence of moisture ingress.